Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was having a magnetic resonance imaging performed due to the patients failed back surgery syndrome and to see if there was an infection in the patient's spine. No further complications have been reported as a result of this event.